Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "no sound or text on the screen, just a lit-up back light. None of the buttons seem to respond" was reproduced. Due to the irretrievable software version and ehl, it can be concluded that the white screen occurred at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the liquid crystal display (lcd), processor pcb, and I/o pcb. The lcd, processor pcb, and I/o pcb required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound or text on the screen, just a lit up back light, and none of the buttons seemed to respond. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.